Event description:
The ortho summit sample handling system instrumentgave off a burning smell after generating an error code for "no washing water". No death or serious injury was associated with this incident.